Event description:
Ous MDR - while the patient was in for a follow-up, a battery error message appeared when the device was interrogated. A memory dump was performed and a device reset was done. After the reset the device showed an error regarding a data error and the device was at eri and the device started dual pacing mode at a basic rate of 70 ppm. After this, another message asking the user to please interrogate the device first appeared. When they attempted to put the device into safety pacing, the device wouldn't accept it. The device was difficult to interrogate, but it was determined the eri status was correct, so the device was explanted.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The device was interrogated revealing the battery status eri. During the interrogation a warning message was triggered regarding the battery condition, as mentioned in the complaint description. The memory content of the device was inspected. The inspection revealed that the battery voltage decreased faster than expected since (B)(6) 2015. However the current consumption was normal. The device activated the eri status on the (B)(6) 2015. Further inspection of the memory content data showed that the device was operating in the safety backup mode since the follow up performed on the (B)(6) 2016, as a result of subsequent resets performed in the course of the follow up. At a next step the ability of the device to deliver therapies was verified. Despite the device being operating in the safety backup mode, the anti-bradycardia pacing pulses proved to be flawless. There was no indication of a device malfunction. Please note that the activation of the safety backup mode does not indicate a material or manufacturing problem.